Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
It was reported that the user was having intermittent problems with the arterial monitor powering up. There were no reported adverse consequences to a patient as a result of this event. The date of the event was not reported by the user facility.